Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a zone5 descending thorac aortic aneurysm and was implanted with two gore® tag® conformable thoracic stent graft with active control system devices. A 24 fr gore® dryseal hydro flex introducer sheath which was successfully used to deliver the device(s) and then removed from the patient. At this time, the patient¿s pressure started to drop. The physician gained access from the left groin and an angiogram was completed and extravasation was observed from the right common femoral artery (rcfa). The physician used an up and over technique to deliver three (non-gore) balloon expandable stents from the rcfa to the right common iliac artery (rcia). The patient¿s vitals then returned to normal. The physician was satisfied and the case was completed. It is believed that the small size of the patient¿s rcfa was thought to have caused/contributed to a tear of the area during the procedure. The patient tolerated the procedure.